Event description:
The reporter indicated that a 13.2mm vticm013.2 implantable collamer lens of -14.50/+4.50/127 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to lens rotation not associated to a low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause was reported as unknown. It was reported that at patients last visit iop was 28mmhg and that this is due to medication and is not related to the icl procedure.

Manufacturer narrative:
Expiration date: 09/30/2022. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).